Event description:
A review of the patient's vns programming history indicates that high impedance was first observed on (B)(6) 2010. Additionally, per the programming history, it appears the vns device was not disabled on (B)(6) 2010.

Event description:
Reporter indicated high lead impedance readings were obtained for a vns pt at an office visit. X-rays noted a lead break per the reporter. The pt had recent fall trauma due to a seizure. Attempts for additional info are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.